Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 needs to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, the implant could potentially become entangled with the suture and pulled back from the meniscus. The implant may be pulled-out from meniscus due to the incorrect use of the depth stop or over tensioning of the suture construct. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a curved needle speedcinch was used for an acl/meniscal repair procedure. The first peek implant was deployed from the speedcinch. The second peek implant would not deploy. The speedcinch was removed from the patient with both implants attached, as the first peek implant was not fully seated. A meniscectomy was performed (surgical intervention) to complete the procedure. Cinch was discarded by the facility.